Event description:
Philips received a complaint by the customer on the v60 indicating that an alarm supply error occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Device evaluation and repair are pending.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that an auxiliary alarm supply failure occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. It was reported that an auxiliary alarm supply failure occurred. A remote service engineer (rse) performed an evaluation with the customer. The rse and customer performed an analysis of the event log and confirmed the reported error code of the auxiliary alarm supply failure was in the event log. According to the service manual, the message "auxiliary alarm supply failed" indicates three consecutive measurements of the auxiliary alarm supply were less than 9.0 v or greater than 11.0 v. This high-priority alarm is audible and visual, which demands immediate attention. Please note that the ventilator is still operational but with limited performance. Upon further troubleshooting, it was determined that the reported issue no longer affected the device. A quote was sent to the customer for onsite service but later expired due to no response from the customer. No further service required. It was confirmed that the reported issue no longer affected the device. A quote was sent to the customer for onsite service but later expired due to no response from the customer. No further action provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A quote was sent to the customer but later expired due to no response from the customer. No further action provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.